Event description:
Patient presented to have cadd (computer-aided drug discovery) pump changed. Difficult blood return noted. Superior port site leaking. Port was flushed, de-accessed. Accessed inferior lumen and connected pump.